Event description:
It was reported that the left wheel was not swiveling due to a bent caster horn and the left caster wheel was damaged due to the bent caster horn. This damage could effect stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.